Event description:
On (B)(6)2024 an ilet user reported they experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6)2024. The user reported elevated bg levels on (B)(6)2024 due to an expired infusion set alarm that went off at 3:51 am. Overnight nursing staff indicated the manager would assist in the morning, but the manager did not arrive. The morning nurse assisted with a full supply change at 8:00 am. The user went 5-6 hours without insulin, likely contributing to the elevated bg levels, which registered as "high" (>400 mg/dl) on both the dexcom g7 continuous glucose monitor (cgm) and a glucometer. Ems was called, and the user was admitted to the hospital on (B)(6)2024 and released the same day. The user received an insulin drip while hospitalized. No immediate health effects were reported. The user indicated a history of possible seizures and epilepsy. After the event, the user resumed using the ilet. This is the first of two events reported for this user. This medwatch report details a high bg event on (B)(6)2024. A medwatch report detailing a low bg event on (B)(6)2024 is submitted on MFR report #: 3019004087-2024-00695.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.